Manufacturer narrative:
The reported malfunction was discovered during preventive maintenance. The customer placed an order with technical support for a new blender to resolve the issue.

Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported that the fio2 output on the device was only reaching 53% when it was set to 60%. No patient involvement was reported.